Event description:
The customer reported that the spectrum pump under delivered during testing. The customer reported that there was no patient injury and the issue was discovered during the preventative maintenance testing. No further info was provided.

Manufacturer narrative:
(B)(4). The device has not been received by baxter for eval at this time. A supplemental report will be provided when the device is returned and the investigation is completed.